Event description:
It was reported that the patient received a blow to the head and suffered from otorrhea 3 days later. The patient lost access to sound with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.